Event description:
Spontaneous call from the patient stating, has issue with her cadd ext tubing staying connected to the cassette now and then. No further information is known. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; if yes, was any medical intervention provided? Is the actual device available for investigation? No; did we replace device? No; did the patient have a backup device they were able to switch to? Yes; was the patient able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? No; did we [MFR] replace the device? No; did the pt have a backup device they were able to switch to? Yes; was the pt able to successfully continue their infusion? Yes. Reported to (B)(6) by pt/caregiver.